Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The 29mm commander delivery system (ds) was returned for examination. A visual examination found that the esheath was kinked and twisted 9cm from the distal tip, with scratches/serrated marks and soft tip damage indicating calcification, esheath liner was torn at the distal tip with no abnormalities observed on the commander ds. Due to the nature of the complaint event, functional and dimensional testing was unable to be performed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint. The following instructions for use (IFU) were reviewed: commander ds for s3, device procedural training manual, and patient screening manual. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for being unable to track the system through anatomy was unable to be confirmed as no applicable imagery was returned. In addition, the return device did not provide any indication that would have prevented the delivery system from tracking properly. A review of DHR, lot history, and complaint history also did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As per the complaint description, "the valve was introduced without problems through the esheath. The system got stuck in the descending aorta and could not be inserted any further". In this case, the patient had severely calcified and tortuous vessels. The scratches seen on the sheath confirmed the presence of calcification. Per the patient screening manual, calcification or tortuosity can create a challenging pathway for ds advancement. The presence of calcification and tortuosity may increase the risk of the system being caught when navigating through the anatomy leading to tracking difficulty. The complaint for the inability to withdraw the system with a valve through the sheath was confirmed through returned product evaluation. However, no manufacturing non-conformance was identified. Additionally, a review of DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. In this case, due to the inability to track the system through the anatomy, attempts were made to retract the delivery system with the crimped valve through the sheath. However, it was unsuccessful, and the valve was implanted in the femoral artery before removing the delivery system through the sheath. During product evaluation, the sheath was found kinked/twisted with a liner tear at the tip. This indicates that the crimped valve may have been caught at the tip during removal leading to withdrawal difficulty and subsequently causing damage to the sheath. In addition, the severely calcified and tortuous anatomy could have led to non-coaxial withdrawal, increasing the risk of the crimped valve being caught during removal. Without the return of applicable imagery, a conclusive root cause is unable to be determined. However, available information suggests patient factors (calcification, tortuosity) and/or procedural factors (withdrawal of crimped valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards affiliate in germany, the patient has severely calcified and tortuous vessels and a second esheath was inserted. The valve was introduced without problems through the esheath however, the system was stuck in the descending aorta and could not be inserted any further. The operator was not able to retract the delivery system into the esheath and the valve was implanted in the femoral artery. The patient was doing well post-post-procedure.

Manufacturer narrative:
The investigation is ongoing.